Event description:
The customer reported that the slope of the adjustment is high out of range with immulite rubella quantitative igg (rub) reagent lot 401. The customer also reported that the slope of the adjustment with rub kit lot 402 was within range. There were no known reports of patient treatment being altered or prescribed due to the increased slope of the rub adjustment. There were no known no reports of adverse health consequences due to the increased slope of the rub adjustment

Manufacturer narrative:
The customer contacted the siemens healthcare technical solutions center (tsc) regarding the high slope of the adjustment with rubella quantitative igg (rub) reagent lot 401. Siemens performed in-house testing with rub lot 401 and could not confirm the issue. The customer switched over to rubella quantitative igg reagent lot 402 to resolve the issue. The cause of the high slope of the rubella quantitative igg adjustment with rub lot 401 is unknown.